Event description:
It was reported by service report that the siderail drops quickly when lowering due to a damaged assist pulley. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.